Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00794. The pt received an scs sys including an ipg and surgical lead. It was reported that the pt's scs sys was explanted due to allegations of overstimulation. She had also previously reported that the ipg placement caused discomfort. The explanted devices were retained by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.